Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, no issues were found with the device and the server. A technical support specialist (tss) dialed in server and run downtime query, checked the patient in es server, found the patient and orders. The customer confirmed that the patient was found and was able to pull medication. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient details and orders were not crossing over. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.